Event description:
It was reported that the patients ipg was no longer holding a charge and the leads had high impedances. Database analysis revealed that all impedances were out of range except for one. The ipg was working as expected. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6).

Event description:
It was reported that the patients ipg was no longer holding a charge and the leads had high impedances. Database analysis revealed that all impedances were out of range except for one. The ipg was working as expected. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.